Manufacturer narrative:
Age of the patient was reported to be older than (B)(6). The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pullout with the involved angio seal device. The following information was provided by the user facility: when the physician pulled the sheath at the end of the procedure the whole angio-seal system was taken out of the patient; and as a result they had to compress manually in order to achieve hemostasis. Additional information on 5/19/2017. Blood loss was less than 250 cc. Tavi procedure. The angioseal was partially deployed, only the anchor stayed in the patient and other parts were pulled out. Hemostasis was achieved by manual compression. The patient was reported to be in good condition. The doctor is trained user and has a lot of experience with the angioseal

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device currently under evaluation.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device evaluation. One 6f angioseal sts plus was returned for evaluation. One arteriotomy locator, carrier tube assembly, hemostasis sheath and tyvek pouch was returned. Hemostasis sheath was mated with the carrier tube assembly. There was some blood like substance observed on all returned devices. The deployment sleeve was in full rear lock position and some suture hung out from the distal tip of the carrier tube with black heat shrink visible. The suture appeared to be cut manually. No tamper tube was returned. The returned device condition was consistent with full deployment. The bypass tube distal end inner diameter was measured to be 0.091". The sheath outer diameter was 0.1149". The locator outer diameter was measured to be 0.0910". The carrier tube outer diameter was measured to be 0.0804".the tamper tube was not returned. These dimensions were conforming to specifications in the revision of the drawing at the time of manufacturing as referenced in the DHR. The exact cause of the event cannot be determined and remains unknown. The device condition is consistent with full deployment. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.